Event description:
Pt had prostate biopsy, and while driving home had rectal bleeding-e.r. Overnight admission. Bleeding stopped spontaneously-no transfusions. Discharged following overnight observation.